Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on the third inflation at 20 atmospheres for 60 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported.